Event description:
The retrieval tool broke off at the shaft/thread area. A 30-40 minute delay to retrieve trial from the patient successfully.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted trial extractor confirmed fractured at the threaded tip. The root cause is attributed to suspected misuse during removal of the stem trial from the bone canal. The breakage suggests the instrument was levered side to side resulting in the fracture. Based on the investigation determination of misuse/misapplication of the instrument as the root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.